Manufacturer narrative:
Pending product evaluation. Concomitant medical products: 170-36-03 - biolox delta femoral head 36mm od, +3.5mm 4373958; 190-20-06 - alt ha s noclr std sz 6 4916452.

Event description:
As reported, this 64 year old, male patient had a right tha on (B)(6) 2017. The patient was revised on (B)(6) 2022 due to wear of the g2 36mm gxl liner, and a g2 36mm gxe liner was put in. There is no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on the available information, the patient involved in meets the following risk criteria for prosthesis wear as specified: edge loading of the femoral head on the acetabular liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The revision reported was likely the result of a combination of the risk factors specified. Correctional/removal number: z-2118-2021.